Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Death is listed in the xience prime instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2013 two xience prime stents, sizes 3.0x23 and 3.5x28 mm, were implanted in the proximal and mid left anterior descending coronary artery. On an unknown date, the patient expired. The patient's family declined to provide any additional information about the patient. No additional information was provided.